Event description:
Patient had concurrent essure procedure and implanon removal on (B) (6) 2007. Both ostia visualized well and 4 trailing coils noted on both sides. After the procedure, patient presented different symptoms: nausea, shivering, and discomfort, sometimes associated with iliac pain on the right side. Patient also had a nickel allergy confirmed. On (B) (6) 2008, the patient had a hysteroscopy and a laparoscopy to remove both tubes. Result from hysteroscopy: the cavity appears normal. The endometrium is pale, with some tissues. No polype, and nothing abnormal. A biopsy was done with a curette. Result from laparoscopy: abdominal cavity explored with focus on the right side. The uterus was slightly globular with 2 healthy adnexa. No granulation, no inflammatory reaction, no adhesion, no endometriosis noted. A bilateral salpingectomy was done. Endometrial biopsy showed an hyperplasia polyp in a proliferative phase. The right tube had no macroscopic abnormalities; the left tube had no inflammatory signs. Small bilateral hyperplasia noted, with atypical sign and no dysplasia.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.